Manufacturer narrative:
The pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 400mg/dl and diabetic ketoacidosis. Customer treated with pump. The customer does not feel comfortable with the pump and is requesting a new one. The customer was also advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting and only wanted to document the event.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.